Event description:
It was reported this patient underwent tracheobronchial stent placement 2001 for treatment of severe stenosis due to malignancy. Two months post-stent placement, the pt returned to the outpatient department indicating pt had "coughed up" two pieces of wire which were suspected to be fragments of the implanted stent. The stent remains implanted at this time. As well, no intervention has been scheduled. To date, no patient sequelae has resulted from this event. The device remains implanted in the patient and is not available for eval. Without evaluating the device, the company is unable to determine the exact cause for this event. However, since the manufacture of this stent, changes have been made to the manufacturing process that is believed will eliminate this type of malfunction in the future, therefore, preventing a reoccurrence of this type of event.